Manufacturer narrative:
Product event summary: the reported failure was not confirmed. No fractures were observed with the patient cable.

Event description:
It was reported that while the external pulse generator (epg) was in use on a patient intermittent pacing failure was experienced. When pacing failure occurred, a ventricular cable was used. Once the cable was replaced the symptoms were resolved. An electrical test was conducted by the hospital and there were no anomalies with the cable. The epg and cable were returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.